Event description:
Total pelvic recon structure with bladder sling, intestinal sling, rebuild of vaginal wall with mesh and rebuild of pelvic wall with mesh. Medical conditions: erosion of mesh, 24 surgeries to remove mesh, ileostomy, nonfunction of large intestines, dehydration, severe weight loss, depression and anxiety, medication to cope with medical tribulation, sleep depravation, heart palpitation.